Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
It was reported that patient was under going surgery due to plid(lumbar interverterbral disc prolapse) and screw was found slipped, the surgeon had to replace with new ones to complete the surgery. The surgery was completed successfully. No patient complications were reported. No product fragments remained inside patient.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.